Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The device was reportedly discarded by the reporting facility. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that while a patient with paget's disease was undergoing surgery to treat a transverse fracture of her left femur with an 11mm antegrade femoral nail, the drill bit broke off in the femoral neck. The breakage of the drill bit occurred approximately 30mm from the tip while drilling for the caudal screw. The surgeon opted to leave the drill bit tip fragment in situ as it was not going to result in impingement. The cranial screw was already in place and the surgeon reported that this would provide enough fixation. The surgeon stated that the drill bit had likely broken because the paget's disease had caused the bone to harden and it is quite common for drill bits to break in this particular patient type. There was a two minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).